Event description:
A malfunction was reported on a pump due to a momentary power loss to the vibrator motor, identified by malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arise again.